Manufacturer narrative:
Qc and system information are not available. Sample collection and centrifugation information has not been provided. Service was not dispatched. A clear root cause can not be determined for this event based on the information provided.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining a (B)(6) rubella igm result generated by unicel dxi 800 access immunoassay analyzer for one patient. The result was reported out of the laboratory, and was discordant to another methodology. It is unknown if patient treatment was impacted by this event. The event occurred sometime between (B)(6) 2010 and (B)(6) 2010.